Event description:
Per the audiologist, the pt reported static when using the cochlear implant sys. There was not testing by cochlear staff prior to explantation. The pt was explanted in 2008, and a new device was reimplanted during the same surgery. The pt reportedly experienced the same problems with the new device.

Manufacturer narrative:
Labeling- this type of event is addressed in the device labeling.